Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product lot. Demographic data of the patient (initials beginning with last name, age, gender) was the product used in the patient? (If not). If the previous question was yes: section / tissue / anotomy where the problem with the device was presented. Was there any damage / consequences in the patient due to the problem presented with the device? (No; yes and describe in detail). What action did the surgeon take to correct / correct the problem presented with the medical device? What is the current status of the patient? (For example: discharged without consequences arising from the problem with the device, in recovery from surgery, continues to be hospitalized due to¿ etc.). Is the product going to be able to be recovered for analysis? (No and reason; yes and return status).

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on (B)(6) 2019 and suture was used. Suture separated from the needle. When placed in the needle holder is cut. There were no adverse patient consequences reported.